Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review of the file determined that the patient¿s statement that ¿the implant has not helped w/ her bladder, that she still gets bladder infections periodically¿ indicated that the bladder infections would be due to a pre-existing condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient reported that the implant had not helped with their bladder and that they still had bladder infections periodically, but noted that the frequency of the infections had been reduced since implant. The patient stated that the most recent was in (B)(6) and that it was now back again whereas before it was every other month. The patient noted that they had tried different programs and reprogramming. The patient reported that they were on 2 for a while and that the healthcare professional (hcp) had suggested to try a different one. The patient stated that they barely felt stimulation at 8.5 on the programs. The patient was advised to follow up with their hcp to address symptoms and programming. No further complications were reported or were expected.